Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The reported blood glucose reading was 150 mg/dl. The customer believes that the glucose meter is giving incorrect readings, which causes him to over deliver insulin. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. The call was disconnected at this time. Attempted to contact the customer, but was unable to reach him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.